Event description:
See initial report.

Manufacturer narrative:
H11: a device service history review has been performed and identified that the unit was manufactured in 2010 and no similar events were reported prior. The reported event is a known issue. Based on finding, a potential breach of the cooling coil can be generated due to stirrer flow in the tank. Consequently, the water will enter the cooling circuit and the compressor unit. This potential failure mode will cause immediate damage of the cooling compressor system. The compressor failure leads to an increase of the leakage current of the device and the circuit breaker will trip. The erosion kit upgrade was already installed on the device in 2018 and includes the new design of the pump head of the stirrer motor to prevent a water flow directed to a narrow area of the evaporator coil. The issue was claimed about 6 years after the upgrade which suggests that the issue is most probably caused by the corrosion and not erosion and occurred overtime independently from the upgrade.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t. According to customer, the cooling system circuit is defective and it does not cool to 4 degrees, it remains at 21 degrees a livanova field service engineer was dispatched the customer and confirmed the fi trips after switching on the 3t heater cooler or starting the compressor. Compressor is damaged and thus the device is no longer repairable and economical (the device is produced in 2010). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t triggered the hospital fault current circuit breakers (fi) during setup when the compressor starts. There was no patient involvement.